Event description:
It was reported that the patient was not able to adjust stimulation, and the display showed a "call your doctor" icon. A power-on-reset condition was identified. The stimulator was reset and was turned on. The patient had good stimulation and was able to use the patient programmer. It was noted that nothing unusual had happened prior to this event occurring.

Manufacturer narrative:
(B) (4)